Event description:
Pacemaker patient had an electrocardiagram (EKG) performed at the hospital in 2005. The physician can either interpret the results from the ge muse software system of via a hardcopy print out. If the physician inteprets the EKG from the ge muse software system, then he will not see the pacemker blip that is present on the hardcopy print out. This flaw in computer software design may cause the physician to inappropriately interpret the EKG. This product was purchased for a new hospital and the hospital users were not informed of this flaw prior to purchase.